Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to ER due to inappropriate therapy. Representative stated that the pt received the shock due to atrial fibrillation. It was resolved by adjusting vt detect criteria.